Event description:
A malfunction with code 12 was reported, but no notable events occurred prior to it. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.